Event description:
On (B)(6) 2018, a reporter contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained following a review of the call. The reported stated that the alleged inaccuracy issue began on (B)(6) 2018 at 5pm. The reporter claimed that the patient obtained blood glucose readings of ¿98 and 233 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with bydureon 2mg (frequency of dose unknown) and it was reported that after the alleged issue she took her usual dose of medication. The reporter claimed that 1 hour after the alleged issue began the patient felt ¿nauseous, lightheaded and was shaking". It was reported that the patient was taken to the emergency room (ER) at 6pm were she was treated with IV fluids and medication for nausea. At an unspecified time, the patient had her blood glucose measured on the ER¿s meter and a result of ¿87 mg/dl¿ was obtained. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr also verified that the test strips were stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and as a result received medical intervention for an acute blood glucose excursion.